Event description:
The account stated a newborn infant received hbig due to a false initial reactive axsym hbsag result. On (B) (6) 2010, the newborn infant tested axsym hbsag initial reactive and no repeat or confirmatory testing was performed. The axsym hbsag result was reported outside of the laboratory and the newborn infant received hbig. There was no additional impact to the newborn infant after receipt of hbig. On (B) (6) 2010, a new specimen was obtained from the newborn infant which tested axsym hbsag negative.

Manufacturer narrative:
(B) (4). Through troubleshooting by the abbott customer technical advocate, it was discovered that maintenance was not performed and controls were not run on the axsym analyzer prior to testing on (B) (6) 2010. The next day, controls were out of range high. The abbott customer technical advocate provided training to the customer to perform axsym maintenance procedures. The customer was also referred to the axsym hbsag package insert which states initial reactive sample results should be retested in duplicate and a neutralizing confirmatory test should be performed on repeatedly reactive samples. Quality control procedures were also reviewed with the customer to perform the positive and negative controls as indicated in the assay package insert. Complaint tracking and trending was reviewed with no adverse trends in conjunction with the complaint issue. Based on the available information, the most probable cause for the erratic results was failure of the operator to perform maintenance procedures and follow assay package insert instructions for quality control and interpretation of results. A deficiency of the axsym system was not identified.